Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag was damaged. The iol was removed intraoperatively and replaced with a different lens model.

Manufacturer narrative:
Thet device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.